Event description:
Caller reported a malfunction labeled as malfunc 16 with their tandem pump. There was no adverse impact to the customer's blood glucose level, staying below the 500 mg/dl threshold. The pump was confirmed to be under warranty, and the caller was advised to switch to multiple daily injections (mdi) as a backup therapy. Technical support arranged to replace the faulty pump, provided instructions for placing the pump into storage mode, and guided the caller to return the pump using a pre-paid label within ten days.